Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified circumflex artery. A 3.00mm x 15mm apex¿ balloon catheter was advanced for dilatation, however, during inflation the balloon ruptured. The procedure was not completed and the physician opted surgery since the vessels were too calcified. No patient injuries or complications were reported. Five days later, the patient had surgery.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).